Event description:
It was reported, a cerebrospinal (csf) fluid leak and a hole in the catheter occurred. The diagnostic methods consisted of examination/palpitation, which revealed draining from the incision site in the lower lumbar area, on (B)(6) 2012 and (B)(6) 2013. It was noted, the etiology to this event was the lumbar portion of the catheter. Surgical revision occurred; the catheter was spliced on (B)(6) 2012 and (B)(6) 2013. Examination/palpitation on (B)(6) 2013 resulted in findings of no drainage. The patient recovered without sequelae as of (B)(6) 2013. The device system was used to administer morphine.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a clinical site indicated a blood patch was also performed on (B)(6) 2012.